Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 394 mg/dl while wearing the pod between 36 and 48 hours. The patient reports after administering a bolus for food and a correction bolus their blood glucose level had not decreased. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as a manual insulin injection. The patient remains in the hospital at the time of this call. The patients pod will not be returned as it has been discarded.